Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer stated that she did not deliver a bolus for dinner and was sick and were the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot and the bg level had dropped to 335 mg/dl.